Event description:
The customer reported that they were unable to increase the pacing output on the defibrillator.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.